Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and myomectomy ("myomectomy") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included iron deficiency anemia, menometrorrhagia, multigravida and parity 4 ((B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2008). Concurrent conditions included vaginal discharge, premenopause and d & c. Concomitant products included anovlar (loestrin), ferrous sulfate (iron sulfate) and oral contraceptive nos. In (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient experienced iron deficiency anaemia ("blood or heart disorder/condition type: iron deficiency, anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myomectomy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and abdominal pain ("pain, abdominal"). The patient was treated with medroxyprogesterone acetate (depo progevera) and surgery (total laparoscopic hysterectomy / surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, iron deficiency anaemia and abdominal pain had resolved and the myomectomy, uterine leiomyoma, menorrhagia, fatigue and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, myomectomy, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal bleeding, fatigue, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received: reporter information updated, concomitant and treatment medication, new events iron deficiency anaemia, dysmenorrhea, myomectomy and abdominal pain added. Outcome for the events iron deficiency anaemia, vaginal haemorrhage, abdominal pain and pelvic pain updated to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included iron deficiency anemia and menometrorrhagia. Concurrent conditions included abdominal pain, vaginal discharge, uterine fibroid, premenopause and d & c. Concomitant products included ferrous sulfate (iron sulfate). In january 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy / surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal bleeding, fatigue, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue" were added. Historical and concomitant conditions were added. Lab data was added. New reporter were added. Product explant date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2016.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.